Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to the bilateral upper and lower flanks using a coolcore applicator and to the lower abdomen using a coolmax applicator who developed paradoxical hyperplasia (pah/ph) of the treated areas on an unknown date after treatment, diagnosed on (B)(6)2016. The assessing provider reported "upper and lower flanks feel extremely indurated and dense. I feel as is I can wrap my fingers around it. Surrounding tissue is soft and normal but the abnormal tissue occupies quite a bit of area. Lower abdomen induration is more global and not specific to the shape of the applicator."

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the bilateral upper and lower flanks using a coolcore applicator and to the lower abdomen using a coolmax applicator who developed paradoxical hyperplasia (pah/ph) of the treated areas on an unknown date after treatment, diagnosed on (B)(6) 2016. The assessing provider reported "upper and lower flanks feel extremely indurated and dense. I feel as is I can wrap my fingers around it. Surrounding tissue is soft and normal but the abnormal tissue occupies quite a bit of area. Lower abdomen induration is more global and not specific to the shape of the applicator."